Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned about a decade ago. Additional information from the field indicated that it is unknown why the ra lead was taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.